Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that the aquatherm heater is not heating. Alleged malfunction reported as detected prior to use. No report of patient harm.